Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had spi to motor pic communication error. Blood glucose was unknown. Customer reported that his daughter's insulin pump got an spi to motor pic communication error and the insulin pump turned off. Customer reported that it has been happening for 6 months and it kept reconfiguring and now it won't configure. The insulin pump will not be returned for analysis.